Event description:
A malfunction was reported on a pump. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support in resetting the pump, which successfully resolved the issue, and they were instructed to call back if any problems recurred.